Event description:
Customer mentioned that the camino monitor was experiencing multiple issues. First issue: sometimes it turns on, sometimes it does not. Second issue: when it turns on, the screen is blank white. Troubleshooting was attempted and technical support was called. The touch screen was also not working. Additional information was requested and the following was provided on 22sep2016: the problem occurred prior to bedside placement of the icp/pbto2 in the neuro intensive care unit. The monitor was turned on to warm up and the screen never came on. The product was not used on the male trauma patient. The patient was intubated and sedated due to the trauma injury. The type of procedure was for icp/pbto2 insertion. There was no harm to the patient. There was a replacement monitor available and used prior to the icp/pbto2 insertion. There was no surgery delay; just an inconvenience.

Manufacturer narrative:
Integra completed its internal investigation 11/10/2016. The investigation included: method: DHR review. Trend analysis. Device evaluation. Results: DHR review was completed for cam02 monitor serial number (B)(4). The review verified no anomalies that could be associated with the reported complaint. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor being released. Service history review: the service history review verified no anomalies that could be associated with the complaint were observed. Trending review was completed for touchscreen failures related to a cause of air gap. A review of the customer complaints was competed using the following key words ¿touchscreen¿ and a root cause ¿air gap¿ in the search criteria. The review encompassed dates 21-sep-15 to 03-nov-16. The complaint occurrence rate for the reported failure is calculated as (B)(4). This percentage is within the expected rate of occurrence scored in the risk management review. The complaint evaluation confirmed the touchscreen were faulty due to an air gap incident. The air gap causes an intermittent contact between the touch surfaces thus causing the failure of the screen to work as reported. The cam02 monitor received a replacement touchscreen, was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. Conclusion: the evaluation verified the complaint as valid; the touchscreen was confirmed as defective. The failure analysis investigation identified the root cause of the touch screen failure is due to a partially collapsed air gap, resulting in an intermittent contact between the touch surfaces.